Event description:
On (B)(6) 2011, pre-operative CT imaging identified an atheroma protruding ~5mm into the lumen and an aneurysm measuring 64.2 mm. In diameter and 30.7 cm in length. However, no evidence of significant calcification or thrombus was identified within the proximal landing zone. On (B)(6) 2011, the patient underwent treatment of the thoracic aortic aneurysm with three conformable gore® tag® thoracic endoprostheses. It was reported the left subclavian artery (lsa) was not covered during the implant procedure. No significant blood loss was reported and a transfusion was not required. The procedure concluded with no deployment issues being reported. Final angiography confirmed exclusion of the aneurysm and the patient tolerated the procedure. On (B)(6) 2011, follow-up CT imaging showed an aneurysm diameter of 58.8 mm with no evidence of endoleak or device migration. On (B)(6) 2011, follow-up CT imaging showed the proximal end of the tgc454520 device to be located 9.5 mm distal to the lsa origin on the lesser curvature of the aorta. In comparison, the follow-up CT images obtained on (B)(6) 2015, show the distance from the lsa origin to the proximal end of the graft to be 14.4 mm. A proximal type I endoleak was identified, however, there was no reported evidence of aneurysm enlargement and the patient was reportedly asymptomatic. An intervention to address the device migration and proximal type I endoleak has not been performed. The physician will continue to monitor the patient. It was reported disease progression caused the proximal aortic neck to dilate resulting in the loss of wall apposition of the proximal device. The physician stated the loss of seal caused the device migration and the proximal type I endoleak.

Manufacturer narrative:
Concomitant medical products: patient medications include: aspirin, dorzolamide hcl-timolol mal ophthalmic, ibuprofen, metoprolol succinate, multi-vitamin, oxybutynin xl, ropinirole hydrochloride and sertraline hci. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.